Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a crack on the pump and critical pump error 24. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and the customer reported critical pump error 24. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and mmt-1884 was returned for analysis.

Manufacturer narrative:
Pump successfully downloaded traces and history file using thump software. P-cap locks properly into the reservoir compartment. The pump passed active current measurement, sleep current measurement and self test. No relevant alarms during testing. The adapt tool was utilized to search for alarms that may have occurred in the past to confirm complain code, that might of trigger the reason complain. During download history review pump error 24 was recorded on (B)(6) 2024 at 19:01:00. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were not within spec range. Pump error 24 was generated since motor vcc test failed. Suspecting the hw. Problem isolated electronic assemblies. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: partially broken retainer, missing o-ring (reservoir tube), broken reservoir tube lip, cracked keypad overlay, pillowing keypad overlay, cracked case, scratched case, battery tube threads, cracked, serial number label missing, cracked case-corner of belt clip rails and end cap address label missing. In conclusion, customer concern for cosmetic damage confirmed at the battery compartment when missing serial number label, cracked battery tube threads and cracked case corner of belt clips rails were noted. Pump error 24 was confirmed in the history/trace files and on the power management due to backup vcc voltage dropped. Problem isolated electronic assemblies. Retainer ring damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.